Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing. The cause of the over-sensing is not yet known at this time. The patient was asymptomatic as a result and the device was reprogrammed.